Event description:
It was reported in the american college of obstretricians and gynecologist, volume 99, no. 6, 1067-1072, 6/2002 that the pt sustained a bladder injury post operatively from a tvt procedure. The pt had a history of prior retropubic surgery. Dense fibrosis could be felt in the retropubic space of the pt during the slow advancement of the trocar. The occult bladder injury responded to bladder drainage for 2 weeks after the procedure, following the replacement of the tvt. Repeat cystoscopy with varying volumes irrigant confirmed the occult bladder injury. The occult bladder injury was located at the anterior bladder wall, 2-3 cm from the urethral inlet at the 10 and 2 o'clock positions behind the pubic bone.